Manufacturer narrative:
Unit received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display. Unable to verify hardware low level failures alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. No harm requiring medical intervention was reported. Customer stated there was fluid in the reservoir compartment and leak at o ring. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.